Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer received higher readings from his adc freestyle libre than readings received via capillary test and provided the following examples: on (B)(6) 2018 sensor: hi (a reading greater than 500 mg/dl) vs unknown meter: 250 mg/dl and on (B)(6) 2018 sensor: 419 mg/dl vs unknown meter: 336 mg/dl. It is unknown how much time may have elapsed between the readings. It was further reported that on an unspecified date the sensor had displayed the ¿hi¿ message several times and due to this the customer self-treated with an unspecified amount of insulin after each message and then ate food. Customer subsequently experienced a loss of consciousness. Paramedics were called and treated the customer with an intravenous infusion of glucose. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer received higher readings from his adc freestyle libre than readings received via capillary test and provided the following examples: on (B)(6) 2018 sensor: hi (a reading greater than 500 mg/dl) vs unknown meter: 250 mg/dl and on (B)(6) 2018 sensor: 419 mg/dl vs unknown meter: 336 mg/dl. It is unknown how much time may have elapsed between the readings. It was further reported that on an unspecified date the sensor had displayed the ¿hi¿ message several times and due to this the customer self-treated with an unspecified amount of insulin after each message and then ate food. Customer subsequently experienced a loss of consciousness. Paramedics were called and treated the customer with an intravenous infusion of glucose. No additional treatment was required. There was no report of death or permanent injury associated with this event.